Event description:
A malfunction on the pump was reported by the caller, which occurred during an update. The caller confirmed that their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support to attempt a reset of the pump, but rebooting was unsuccessful despite using different cables and outlets. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.